Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope was kinked. Visual and microscopic inspection revealed the imaging window and drive cable were twisted. The reported issue of image lost was confirmed.

Event description:
Reportable based on device analysis completed on 07aug2024. It was reported that visualization issues occurred. The 80% stenosed, moderately tortuous, and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device could not show the image. The procedure was completed with another of same device. No patient injury was reported. However, returned device analysis revealed sheath kinked and imaging window drive cable were twisted.

Manufacturer narrative:
H6 evaluation result codes: updated. H6 evaluation conclusion codes: corrected. The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, and the imaging window and drive cable were twisted and an imaging core windup with a broken driveshaft and a broken coax cable began 26.3 cm from the distal end of the connector shaft. Impedance test shows an electrical open at proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 07aug2024. It was reported that visualization issues occurred. The 80% stenosed, moderately tortuous, and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device could not show the image. The procedure was completed with another of same device. No patient injury was reported. However, returned device analysis revealed sheath kinked and imaging window drive cable were twisted.